Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement, x-ray revealed distal externalization of the lead. All electrical parameters were stable and in range. The patient will be monitored remotely; no further action will be taken. Patient condition is good.